Event description:
As reported by the user facility: tip came off catheter when catheter was removed from the patient. Patient was ob/gyn. Information reporter received from risk mgmt did not include whether difficulty was experienced when removing the catheters or if tip of catheter was retrieved. Additional information provided by the facility's risk management liaison indicated the date of the incident was (B) (6) 2008. At 10:37 a.m., the patient was in a sitting position for the epidural. At 10:48, the physician wrote an order for an MRI after noticing the tip was missing from the catheter. After the incident occurred at CT scan was performed and showed the retained broken tip of the catheter in the epidural space, with the entire portion at l-1, l-2 spinous processes and the tip at level of ligamentum flavum. The catheter is coiling in the right l-1 neural foreamen. As of (B) (6) 2008, the patient is stating she is having lower back pain, difficulty in her movement, and difficulty lifting heavy objects, which she feels is the result of the incident. She has been seen by multiple neurosurgeons who have advised her to leave the catheter tip in place. The patient is still following up with the facility at this time.

Manufacturer narrative:
The actual sample in the incident was returned to the manufacturer for evaluation. One used catheter was returned. The catheter length measured approximately 960mm. The catheter tip had been fractured and was not returned. The fracture was angular in appearance indicating that the fracture most likely occurred when the catheter was withdrawn or partially withdrawn through the needle shearing the catheter tip. It should also be noted that the labeling on this set states, "do not withdraw catheter through the needle because of the possible danger of shearing." All available information has been forwarded to the manufacturer for further evaluation.